Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the pump time was intermittently inaccurate. No reported impact to the customer's blood glucose. The customer will continue to use pump for insulin therapy.